Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the tenaculum forceps instrument (pn# 4700207-08 / lot# n10180108-0032) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1602 for approximately 0:01:34. The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No error would appear in the logs for this type of reported issue. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields initial reporter is not available. Fields PMA/510(k), adverse event, recall, and correction/removal report number are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument's steel cable was found to be broken. A backup instrument of the same type was used and the procedure was completed with no reported injury.